Event description:
It was reported that five to six years ago the patient stopped using the pump and pain medication and experienced withdrawal. "The pain was unbearable; it was so bad I wanted to kill myself." The patient went back to the pump. The patient followed up with their physician and over six weeks they slowly they got him back on medication with the pump. The pump works great for the patient. The patient was very happy and if it were not for the pump he ¿would have kill himself due to the pain being so bad.¿ additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot# j11163r47, implanted: 2002-(B)(6), product type catheter. (B)(4).